Event description:
The customer reported via phone call that she experienced high blood glucose of 499 mg/dl. Customer treated with manual injection. She also reported that the insulin pump alarmed unexpected restart. The alarm history showed an unexpected restart and a no delivery alarm. Customer stated a temporary basal was not programmed before the alarm and the device stored or not in use for an extended period of time. Customer was advised to monitor her blood glucose and the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.